Manufacturer narrative:
H4: the lot was manufactured from january 14, 2021 - january 15, 2021. H10: the device was received for evaluation containing approximately 177ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow during patient infusion. After 48 hours, " it was observed that the solution remained in the infusor". The device had been filled with 5-fluorouracil and 0.9% sodium chloride to a total fill volume of 140ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.